Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched display window, cracked battery tube threads, broken belt clip lot and cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm, and insulin was squirting out during manual prime. Customer's blood glucose level at the time 180mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.